Manufacturer narrative:
(B)(4). Patient-device incompatibility; no specific performance issue was associated with the device. The only information known is that a local reaction was seen in the patient after the application of the device and evidence of an infection or hypersensitivity was not found. The reaction also has since resolved and the suture was not reported to have required removal.

Event description:
According to the reporter; on (B)(6) 2016 the patient, female, underwent a knee replacement procedure in which the suture device was used. On (B)(6) 2016, drainage of the knee incision occurred significant erythema around the incision was noticed. The patient returned to an ER because of inflammation around the incision but was not feverish. No evidence of infection was found and a reaction to the suture at the incision site was presumed. The patient was moved to a rehabilitation facility and given antibiotics for 10 days. After 2-3 weeks the erythema and drainage completely stopped and is said to have no immune issues or hyper allergies. There was no unanticipated blood or tissue loss. The incision was not extended.